Event description:
It was reported, "size 3 thickness 15mm scorpio ps and size 3 thickness 15mm scorpio nrg inserts did not lock securely in the scorpio total stabilizer tibial tray size 3."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2010-00374.